Event description:
Pt was on machine for treatment approx 2 hrs. Machine stopped after alarming "blood pump in wrong position." Machine wouldn't reset. Technician tried to return pt's blood back into pt. After a couple of attempts, cartridge burst.